Event description:
Rptr stated the pt's parent switched the g-tube to the subject device and for several days the parent noted redness, oozing and irritation around the stoma. Pt was treated with a topical antibiotic and the tube was switched back to the previous brand. The irritation subsided. One pt involved.